Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/23/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: date, name and/or indication of the surgery? All answers above are unobtainable. Once there is any update, we will update the information. What was the initial approach for this surgical procedure? (Open, laparoscopic or other)? Did the surgery completed successfully? Was the blood transfusion required due to increased bleeding? If yes, please specify. Were there any patient consequences? Was there any change in the patient¿s post-operative care due to the prolonged procedure? MFR retained sample analysis: investigation summary: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [tensile strength] per current version of sop-06-14 and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qmmelc/(B)(4) and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date, name and/or indication of the surgery? What was the initial approach for this surgical procedure? (Open, laparoscopic or other)? Did the surgery completed successfully? Was the blood transfusion required due to increased bleeding? If yes, please specify. Were there any patient consequences? Was there any change in the patient¿s post-operative care due to the prolonged procedure?

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. It was reported that during the procedure, the suture broke when the blood vessel was ligated. Another like suture was used to complete the procedure and the blood vessel was re-ligated, resulting in increased bleeding in the patient. Additional information has been requested.